Event description:
Customer reporting exhibiting low blood sugar symptom and device = 206 mg/dl. Paramedics were called. Paramedics device = 41mg/dl. Paramedics second reading = 88mg/dl. Device was not coded properly. Pt was transported to the hospital and a dextrose solution was administered. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.